Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient reported that the pump was alarming upstream occlusion. There was no occlusion between the pump and the medication bag, and it was confirmed that the bag was still fully spiked. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. The settings were reviewed (res vol 94.3ml, rate 3ml/hr, given 49.70ml).

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.